Event description:
Customer reported administration set was being used to infuse carboplatin when a leak was noted. Upon further examination, a tear was seen in the pumping segment up near the upper fitment. Facility chemo spill protocol was implemented. No pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The set has been rec'd but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.